Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing triggering atrial tachycardia/atrial fibrillation (at/af) detections. The ra lead remains in use. No patient complications have been reported as a result of this event.